Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited diagnostics anomaly; the device detected false asystole episodes. No action was taken at this time. The patient&#38112;condition was good and would continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of false asystole were recorded by the device. The episodes were recorded due to undersensing of the device. The patient was asymptomatic and is being monitored.